Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the monolithic controlled release device (mcrd) that contains the steroid was detached from the distal electrode of the lead. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned without the mrcd. Monolithic release control device detached from the distal end of the lead. No tissue was observed in helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant attempt the left bundle branch area pacing (lbbap) lead steroid ring/monolithic controlled release device (mcrd) became detached from the lead. It was noted that the lbbap lead was attempted to be placed three times before the lead was cleaned. The lead was cleaned with a pliers to removed tissue from the helix which resulted in the mcrd becoming detached. The lbbap lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.